Event description:
It was reported to boston scientific corporation on august 8, 2005 that an enteryx procedure kit was implanted in a female patient a week prior (patient age and weight are unknown). Eight intramuscular injections were performed, delivering a total of 8.6cc's of enteryx solution. According to the complainant, the patient experienced chest pain of severe intensity on the day of the procedure. The patient was treated with vicodin and sulcrafate and the chest pain was reported to have resolved the following month. The patient underwent esophagogastroduodenoscopy (egd) with dilation six months later. At the last office visit approx three months later, the patient was reported to be doing fine. No weight loss was reported by the patient.

Manufacturer narrative:
The device remains implanted in the patient; therefore, a device evaluation cannot be performed. Note: this product was removed from the global market in september 2005. Boston scientific corporation no longer produces the reported product.